Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No: lens not returned. (B)(4)..

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens in the patient's right eye (od). The lens will be explanted and exchanged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.